Event description:
According to the reporter, in a laparoscopic lobectomy and segmentectomy, during the transection of the segment of the lung, the device fired and the staple line was visibly fine. However, the reload descended unexpectedly and was not a smooth firing. There was also difficulty in removing the reload. Last reload was used and reload was stuck to the adaptor and was unable to be retrieved. No action was done to resolve the issue as it was the last firing. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a piece of reload adapter stuck in the distal end of the adapter and the firing rod was out of home position. Functional testing noted that the blue unload switch could only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 42 of 50 procedures remaining. The main screen indicated the strain gauge was functional and in the appropriate range. The reload adapter could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload adapter from the adapter. The adapter was connected to a representative handle running v29.5 software. The device entered emergency retract mode and displayed the remove reload screen. The adapter was disassembled and the broken reload adapter was removed from the distal end. The adapter was reassembled and reconnected to the representative handle. The device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new e rrors appeared. It was reported that there was a spontaneous fire and the device was difficult to fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of damaged firing rod. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic lobectomy and segmentectomy, during the transection of the segment of the lung, the device fired, but the staple line was insecure/inadequate. The reload descended unexpectedly and was not a smooth firing. There was also difficulty in removing the reload. Last reload was used and reload was stuck to the adaptor and was unable to be retrieved. No action was done to resolve the issue as it was the last firing. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#unknown) sigphandle, sig power sigphandle handle (sn:unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.